Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing inhibition due to oversensed noise. The impedance measurements were also reported to be less than 200 ohms. The patient was hospitalized pending surgical intervention. In the mean time the outputs have been increased. Surgical intervention was performed and the lead was capped.